Event description:
A customer obtained a non-reproducible, higher than expected vitros trop I es result on one patient sample while using the vitros eciq immunodiagnostic analyzer. Biased results of the direction and magnitude observed may lead to inappropriate physician action. The original result was reported to the clinician, and a corrected report was issued. There was no allegation of harm to the patient as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation determined that one non-reproducible, higher than expected vitros trop I es result occurred while using the vitros eciq analyzer. The most likely cause of this event is an instrument related issue. An ocd field engineer found that service to the incubator subsystem was required. Repairs have returned the instrument to expected operation. Performance tests verified that the instrument was operating as expected.